Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 days post-implant, it was reported that the patient was sitting at his bedside and suddenly felt the pump stop and restart. It was reported that this event happened two times and both times the red heart alarm become active on the system controller. Elevated pump power values up to 24-25w were observed. An echocardiogram was performed that showed a small left ventricle cavity, however, it was reported to be difficult to get a good view. The set pump speed was decreased from 9600rpm to 9200rpm. The patient was reported to be stable and working on his rehabilitation.

Manufacturer narrative:
The event occurred at (B)(6). The patient's system controller event history was reviewed and pump speed reduction combined with power elevations were recorded. In addition, four pump stoppages were captured that were combined with power elevations. No notable changes to the motor voltage were observed and the average pi ranged from approximately 2-5 throughout the event history the evaluation could not conclusively determine the root cause of the pump stoppages. Pump power is a direct measurements of motor voltage and current and pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient remains ongoing on pump support in stable condition and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.